Event description:
It was reported that during a ptca treatment procedure, the choice guideiwre fractured outside of the pt's body during the balloon exchange. The fracture resulted in a complete separation of the proximal 20-30 centimeters of the core wire. The location and characteristics of the lesion being treated are unk. The pt was asymptomatic during this event. The choice guidewire was removed 'without incident' and the procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'fine'.